Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of software update. This occurred during nivolumab infusion programmed at a rate of 316 ml/hr . There was no report of patient injury or medical intervention associated with this event. No additional information is available.